Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on stand-by switch was ordered for replacement to resolve the issue. Incident date: unavailable no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.